Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was missing all labels and latch lock bezel. Functional tests included use testing. It was noted that the pump had worn a stripped coin latch. The pump was displaying "motor service due" message during power up when a battery is inserted. The coin latch lock and the motor were replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a product problem while in use. No adverse patient effects were reported.